Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and took her about three hours to get to about 549 mg/dl. Customer stated that the issues started on (B)(6) 2019. Customer stated that she had two infusion sets come out and the other times forgot to take the tape off. Customer reported that they unsure of the cause of the product not adhering. The customer¿s blood glucose was 520 mg/dl and then it came down to 250 mg/dl. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.